Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant of the implantable cardioverter defibrillator (ICD), the rv and svc coil impedances were elevated compared to the previous device. The lead was inspected and no damage was apparent. The impedance measurements dropped back to normal historical levels after the pocket was closed. The device remains in use. No patient complications have been reported as a result of this event.